Event description:
Information was received from a service and repair regarding a spinal product used in unknown spinal therapy. It was reported that the arm cannot be fixed by rotation and has poor tip adhesion. There is no patient involved in the event and no further complications/symptoms reported.

Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is japan. H3: product analysis of part# 9560524, lot# my20e001 deformation of the handle screw's screw thread was confirmed during the inspection. The handle screw is adhered to the screw at the cable tip. As such, it cannot be disassembled and the cable must be disconnected for repair. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.